Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an error on universal surgical manipulator (usm) 3. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer. The tse reviewed the system logs and noted errors 23087, 23118, 23138 on usm 3. The customer would disable usm 3 after a system reboot and proceeded without usm 3. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the logs and noted the encoder errors although he was not able to replicate the error. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi receive the usm involved with the complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs, however could not reproduce the issue in-house. The usm was tested on an in-house system in normal mode, and it passed with no related trigged errors. The usm was also tested on a psc fixture test platform (pftp) and passed carriage switches, lissajous, check sensors, sine cycle, and carriage sine cycle they all passed. During the inspection of axis 3, fa found no discrepancy. As part of preventive measure, parts were proactively replaced. After replacement, the usm was verified as ready for use.